Event description:
It was reported the patient experienced an infection shortly after the implantable neurostimulator (ins) was implanted. The ins was explanted. Patient outcome was not provided.

Manufacturer narrative:
Product ID 7495-66 lot# serial# (B)(4) implanted: 1998-(B)(6) explanted: 2012-(B)(6) product typ extension product ID 7434-e lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3487a lot# l49192 serial# implanted: 1998-(B)(6) explanted: 2012-(B)(6) product typ lead. (B)(4).